Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using two proglide devices via an 8f sheath using the pre-close technique prior to an interventional impella assisted procedure. Reportedly, both proglide devices had no suture present when the plunger was removed. The sutures of three additional proglide devices were preplaced prior to the impella procedure, before the sheath was upsized to 14f. The successfully preplaced sutures of the three proglide devices were used after the impella procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). On MDR follow-up #1, the date received by manufacturer date was incorrectly entered as 01/11/2018. The correct date received by manufacturer date on MDR follow-up #1 should have been 01/11/2019.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a needle to cuff disengagement/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.